Event description:
Per the clinic, the patient experienced redness and subsequently was treated with a topical steroid (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on june 27, 2023.

Manufacturer narrative:
Correction: the correct date of awareness (b4) is june 16, 2023, not may 1, 2023, as per previous initial report. This report is submitted on july 24, 2023.